Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Examination of returned device was inconclusive.

Event description:
It was reported that patient underwent left total elbow arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to loosening. During the procedure, all components were removed and fluid was released to relieve pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed with the limited information provided. Date implanted - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01922 and 01925).